Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was taken to the hospital by ambulance due to inappropriate shocks. The right ventricular lead had noise, oversensing, and a decrease of impedance on the lead coil. The lead has been replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned and detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.